Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that there were blank areas and discoloration on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: during testing, the pump powered on to the "verify" screen with a dim, faded, and discolored display. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked above and below the bumper pad. No battery cap was returned with the pump. A test battery cap was used to complete the investigation.